Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, void >1 mm in non-textured valve-to shell-bond area, yellow particles in device inner surface, and one linear opening. A microscopic analysis and leak test were performed which identified one smooth crease opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was one smooth crease opening in the anterior side assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "spontaneous deflation." Device has been explanted.